Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37791, product type: recharger. Product ID neu_recharger_acc, product type: recharger. Analysis of the 37761 desktop charger (serial #: (B)(4)) found the cable assembly had broken connector pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator for spinal pain and chronic low back pain. It was reported that there was a problem with the recharger connector pin and that the recharger was not charging. No patient harm was reported. It was noted that the patient was waiting for a desktop charger and was going to be sent a ¿whole new unit.¿ he had been trying to work and stay off of pain medication. The machine worked, but the charger was completely dead and the battery inside of the patient could not be charged up until this connection was fixed. Since meeting with the manufacturing representative on (B)(6) 2014, it was noted that the patient was holding it [antenna] together as it did not connect right. When the patient met a different manufacturing representative in the prior week, the connector pin was broken but the manufacturing representative could hold it. The patient was told to hold it to get it to charge which was working. It was noted that the patient snapped off the connection near the antenna of the recharger and that there was a broken external antenna, but it was not returned. It still worked if the patient held the connection site together. The issue began a few weeks prior to the report. No medical or therapy problem was reported. No out of box failure was reported. Since the ¿little wire¿ that was doing it broke completely off, the patient got no charge on the major battery and could not get his stimulation. With this, the patient had been ¿suffering like crazy.¿ it was noted that the battery charge ran out about three days prior to the report or longer. It was noted that the patient was still on pain medication because ¿things had not been working right¿ and the patient was ¿real bad lately.¿ the patient noted that the ¿round disk that gets it charged up as it comes around and it had two arrows you have to match it up and plug it in¿ ¿ ¿they should fix this so that it is permanent so it stays and you can leave it in.¿ the patient noted that when the device was working, it was great. It was noted that the patient was almost completely off of the pain pills with stimulation. The patient noted that before the device, the patient hurt so bad that he almost crawled to the bathroom; the patient wore out his disk and had no cushion. It was noted that the patient got the pain stimulator for the pain for the worn out disc and it worked. The temporary worked fine and the patient could walk with the permanent. Additional information received reported the patient still had concerns regarding their device or therapy but they were working with their doctor or manufacturing representative (rep). An appointment was scheduled for (B)(6) 2015. Upon return of the desktop charger, analysis found the cable assembly had broken connector pins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.